Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient who was implanted with a neurostimulator (ins) for multiple back operations and spinal pain. It was reported that the patient device was replaced in (B)(6) 2015 because of a short circuit. No symptoms or cause were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.